Event description:
During verification testing at the service center, after the device was powered on, the device alarmed with a whitescreen error.

Manufacturer narrative:
During testing and investigation at power up, the device displayed a whitescreen error and the device sounded an audible alarm from the secondary beeper. This was due to the hardware module. This report represents all the info known by the reporter upon query by hospira personnel.